Manufacturer narrative:
H6: component code 4755: part/component/sub-assembly term not applicable. At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025: the end-user, who had been on a 24-hour liquid diet in preparation for a hospital test, experienced a low glucose event with a recorded nadir of 40 mg/dl. The user reported feeling symptoms of sweatiness and treated the low with dark chocolate, after which glucose stabilized. The user¿s spouse confirmed the event was diet-related. The hospital visit was for stomach-related issues and not related to diabetes. No external assistance or medical intervention was required.